Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) telemetry could not be established during the implant procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported no-telemetry condition. Crystal errors caused the wakeup duration time to increment from one second to sixteen and half seconds resulting in a delay in telemetry or no-telemetry. The cause of the crystal errors could not be determined. If information is provided in the future, a supplemental report will be issued.